Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery/battery problem was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed under nominal settings found normal interrogation results. Additionally, battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information noted the pacemaker was explanted. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was exhibiting premature discharge of battery. No changes or intervention was reported. The patient was in stable condition.